Manufacturer narrative:
It should be noted that this event was first reported to the us manufacturer on 10/13/04, and an investigation was opened. The device history record was reviewed, and confirmed that this lot met all release criteria. This was the first event reported for this lot number. The sample was evaluated and it appeared that the breakage was associated with a 90 degree bend that had been placed on the wire after removal from the protective round coiled sterile package. There does not appear to be a manufacturing related cause for this event. Based on a three year complaint history review, this appears to be an isolated event. The definitive root cause is unknown.

Event description:
Guidewire breakage. The physician made an attempt to remove it with a goose neck catheter and a new break occurred. A small portion of the device (radiopaque floppy) remained in the patient's body.